Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) lens implant procedures, she is having blurry and double vision in both eyes. She states that the symptoms began the first day after surgery and have been persistent since. Additional information has been provided by the consumer, who reported that she cannot drive. There are two medical device reports associated with this consumer. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a different iol model. The patient reason and clinical reason for the iol exchange were documented as halos and anisometropia.